Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer completely crashed. It was confirmed that the programmer unable to update software. It was also indicated that the display was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer completely crashed. The programmer was also unable to update software. The programmer was returned for service. There was no patient involvement.